Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The day after the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, once every 4 day, intraperitoneal, discontinued) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was treated with vancomycin injection (1gm, once every 4 days, intravenous, ongoing) and ceftazidime injection (1gm, once daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.